Event description:
It was reported that the tibial baseplate stem fractured requiring a revision surgery to correct.

Manufacturer narrative:
The returned profix non-porous tibial base was examined visually, with a scanning electron microscope (sem) and with energy dispersive x-ray analysis (edxa). The purpose of this investigation was to determine the cause for the fracture of the tibial stem. The tibial stem and metaphyseal stem were fractured into two pieces and bone cement was attached to the surface. There was no visible bone cement on the inferior side of the tibial base and surface burnishing was seen indicating a degree of loosening relative to the tibia. The tibial insert articulating and inferior surfaces had signs of abrasive wear. The abrasive wear was likely due to the presence of third body particles such as bone, bone cement, and metal that would have been generated after fracture of the tibial stem. The femoral component showed scratches on the sides which likely occurred during removal process. The articulating portion of the femoral component had visible scratches on the surface. Bone attachment was seen on the porous coating of the profix femoral component indicating that it was well fixed to the host bone. Examination of the tibial stem fracture surface revealed burnishing and fatigue striations. Burnishing is local deformation of the fracture surface which occurs post-fracture. Fatigue striations indicate that fatigue was the fracture mechanism. A non-destructive material analysis of the fracture surface with edxa showed no chemical anomalies. Conclusion-the cause of the profix tibial fracture was likely due to fatigue loading in excess of the strength of the stem. A possible cause of fatigue crack initiation may have been loosening of the tibial tray as indicated by the burnishing on the inferior side of the tray. This condition would have transferred more load to the stem/taper interface.